Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support with no further issues reported. Additional information has been requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital for concerns of pump thrombus. The lactate dehydrogenase level had been trending up over the last couple of months, with recent value of 884 u/l. The patient was also exhibiting heart failure symptoms, which had currently worsened significantly. There were no changes in lvad parameters reported. A log file was submitted to the technical service representative for review, and no unusual events were noted within the data. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level and worsening heart failure symptoms could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.